Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptosis, local reaction. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast augmentation with two 320cc mentor memorygel boost breast implants. Post-operatively, the patient was not compliant with post-operation breast compression by lifting heavy boxes. The patient developed rapid seroma on the left arm, breast pain, and difficulties with compression. The patient also experienced allergic reaction to silicone scar tape on both the breasts' incisions. Once the infection cleared, the patient then developed left breast capsular contracture (baker grade iii - IV) and right breast ptosis. The left breast was elevated, cool to touch, and painful. As a result, the patient underwent right breast revision and left breast implant removal and replacement surgery on (B)(6) 2025. The left breast implant was replaced with a 320cc mentor memorygel boost breast implant (catalog: smpb320 lot: 2003974 sn: (B)(6)). This medwatch form is for the right breast prosthesis.